Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Healthcare provider was told the device hadn't worked in a while. The caller stated the patient was wanting the device removed. The caller didn't think the patient had their programmer with them at the time of the report to do troubleshooting, it was suggested they contact a manufacturer representative to interrogate the device to determine status. It was later noted the therapy had not worked in a while. No further complications were reported or anticipated.